Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that a device fracture occurred. A 6mmx2.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. However, after unpacking, it was noted that the device was already fractured about 5 centimeters from the hub, which could never enter the patient's body. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure. However, device analysis revealed a hypotube break at 43.1cm distal to the distal end of the strain relief.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the balloon identified no damages. A hypotube break was identified, 43.1cm distal to the distal end of the strain relief and hypotube kinks 15.5cm and 40.5cm distal to the distal end of the strain relief. A visual examination of the shaft polymer extrusion identified no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft and the tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.